Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a migration of the active electrode out of cochlea. Further two channels were already left extra-cochlear during initial implantation surgery. This is a final report.

Event description:
The user was reimplanted due to insufficient hearing rehabilitation. According to the implant registration card, 2 channels were extra-cochlear since initial implantation. Before explantation, 4 channels were extra-cochlear.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was reimplanted due to insufficient hearing rehabilitation. According to the implant registration card, 2 channels were extra-cochlear since initial implantation. Before explantation, 4 channels were extra-cochlear.